Manufacturer narrative:
(B)(4). Conclusion: reported an issue could not be cleared by operator. Due to its age, 6 years, the device will not be replaced. Customer has been advised to remove from service.

Event description:
It has been reported that an AED did not pass self diagnostic check.